Manufacturer narrative:
The reported issue that the pump module had a dim segment on the led display at the top right of the number area could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA pr 1143616. The pump module was reportedly not in use for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 15125736 which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the lvp had a dim segment on the led display at the top right of the number area, left side of letter area". The customer confirmed that it was found during preventive maintenance there was no patient involvement.

Manufacturer narrative:
The reported issue that the pump module had a dim segment on the led display at the top right of the number area could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA (B)(4). The pump module was reportedly not in use for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the lvp had a dim segment on the led display at the top right of the number area, left side of letter area". The customer confirmed that it was found during preventive maintenance there was no patient involvement.